Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice pro presented an electrical shock. The event occurred during patient set up while the patient was not connected. The patient was setting up the homechoice and got shock when they touched it. The technical service representative (tsr) will swap the homechoice. The tsr discussed the use of manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. A visual inspection was performed with no issues noted. Electrical testing was performed and passed. A one hour therapy and a power on self-test was performed without any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.